Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer had 92 units of insulin in the cartridge, when they attempted to load it and received a minimum fill notification. Customer's blood glucose level was 220 mg/dl. Customer added more insulin to the cartridge and was able to successfully load the cartridge and resume insulin delivery.